Event description:
The tip of the forceps broke during decontamination. When they noticed that the forceps were broken, the forceps were not used in a procedure. No pts were involved or harmed as a result of the breakage.

Manufacturer narrative:
The product has not been returned form the hospital yet. We will investigation the failure when the instrument is returned to symmetry surgical.